Manufacturer narrative:
Information was received on 22-jan-2021 indicating that the event occurred during testing. Device evaluation: one smiths medical cadd solis pump was returned for analysis with contamination by the downstream occlusion (dso) sensor sea and chassis position, and minor scratches by the lcd lens screen. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that contamination was the cause of the reported issue. Service will replace the dso sensor to correct the reported issue and perform full standard preventive maintenance and all functional tests to pass. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited ?cassette not properly attached alarm." No reported adverse effects.